Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the a bolus was not able to be delivered due to the max bolus setting. Customer's blood glucose was "high" and could not provided further information. Reportedly, the customer had an alternate pump available for insulin therapy.